Event description:
It was reported that during the procedure, laser irradiation could no longer be performed after the second reuse of the device. The procedure was completed using another device of the same type without any patient complications. Upon return, the fiber was received with its connector detached and in two pieces.